Event description:
It was reported that this device had an intermittent display feature. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Date of event: date of event was not reported. Date entered has been estimated. This complaint could not be confirmed and could not be duplicated during the lab and svc eval. The occluder controller and head were both cleaned and tested by in-house svc and shipped back to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.